Manufacturer narrative:
Mean age of 70 years and more. Study group gender was male and female. Mean patient weight - 60-62 kg. Additional adverse events reported: unstable fragment alignment, change in femoral-neck angle, change in posterior angulation, change in inferiority of proximal fragment to distal fragment, femoral neck shortening, non-union, malunion, delayed union, intractable pain, avascular necrosis, superficial and deep infection, hip instability and dislocation, pain/discomfort at week 10, implant breakage , screw migration at 6 months, moderate or severe declines in the quality of the peri-fracture bone around the implant, implants failed due to varus collapses with screw back-outs, disappearance of the fracture line and assessment of callus formation, nonunion (persistent fracture line or new fracture line). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The combined data from these studies compared the drug versus placebo on successful fracture healing in men and postmenopausal women =50 years of age after a low-trauma femoral neck fracture stabilized by internal fixation. Of the 220 patients who were screened for the study, 161 patients were randomized, and 159 received at least 1 dose of the investigational drug. A total of 78 patients received treatment with the investigational drug and 81 received treatment with placebo. Of those 159 patients, 118 completed the study, and 41 did not complete the study. There were 21 male with the placebo, 21 male with the investigational drug; 60 female with the placebo and 57 female with investigational drug. Patients had a mean age of approximately 70 years and more women (74%) than men (26%). Mean weight in both treatment groups in the placebo population was approximately 62 kg (ranged from 33.9 kg to 136.6 kg) and 60 kg with the investigational drug. There was a total of 143 patients with cancellous screws from a variety of different manufacturers, including synthes. There was a total of 16 patients with sliding hip screws from a variety of different manufacturers, including synthes, which totaled 159 patients. A total of 24 revision surgery cases were reported by the investigators in the 159 patients in the investigational drug population and in the 155 patients in the placebo population. The types of revision surgeries performed in 22 patients were total arthroplasty, hemiarthroplasty implant removal only, another internal fixation implant, and other unspecified procedure. Several of these patients reportedly had more than 1 procedure, including arthroplasty and implant removal. Associated major injuries of a lower extremity including fractures of the foot, ankle, tibia, fibula, knee, femur, femoral head, or pelvis; dislocations of the ankle, knee, or hip. A total of 46 patients were implanted with synthes (dhs) - cancellous screws. A total of 4 patients were implanted with synthes (dhs) - sliding hip screws. All deaths occurring during the study were adjudicated as not related to the initial hip fracture and were summarized separately.

Event description:
Clinical study - a 3rd party, (eli lilly), conducted a clinical trial in which all patients enrolled (approximately 51-61 patients), received surgical fixation treatment of femoral neck fractures using cancellous screws and/or sliding hip screws. In addition to this standard of care, patients were randomized to receive either an investigational drug or placebo. The study was designed to evaluate safety and efficacy of the drug (not the hardware) to promote bone healing post operatively. During the course of the study all reported adverse events and revisions surgeries were recorded for the drug and hardware. It was reported that patients implanted with unknown cancellous screws experienced the following: intermittent pain right sacro-iliac joint, right hip pain, back pain, post operative pain, frequent falls, osteoarthritis, left knee pain, minimally displaced fracture left femoral head, osteoarthritis left knee, osteopenia, haematoma left hip, intermittent pain left neck of femur, localized rash on right surgical incision site, osteoporosis, pain left hip when getting up (from sitting position), weakness, hip pain, wound pain, wound swelling, skin rash, both knee pain, general muscle weakness, flank pain, neuralgic pain left leg, pain of fractures, restless legs, left leg pain, decreased bone density, multiple system atrophy, poor function/mobility, painful hardware, implant failure/breakage. Some patients underwent revision surgery for hip pain with activity or on weight bearing, poor function/mobility, painful hardware, implant failure/breakage, other. This report is for an unknown quantity of unknown cancellous screws. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Patient identifiers were not provided. Date of event is unknown. This report is for an unknown quantity of unknown cancellous screws (unknown part and lot numbers). Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.